Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead impedance dropped. The physician thought that the lead was cut during the open heart surgery. Boston scientific technical services (ts) reviewed and explained seems like the general integrity of the lead was fine. Ts then suggested to review post operative x-ray imaging to determine any kind of lead issue and may established on the latitude so the clinic can monitor or get alerts if there were any changes. No further information as to date. The lead remains in service. No adverse patient effects.